Manufacturer narrative:
The associated devices are: cmv igg ln 06c15-20 lot 43453lf00 cmv igm ln 06c16-20 lot 43167lf00 toxoplasmosis igm ln 06c20-35 lot 42295li00 toxoplasmosis igg ln 06c19-35 lot 42430li00. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and troubleshooting. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Extensive troubleshooting was done including replacement of parts but the issue continued. Follow up with the customer identified ongoing investigations by the manufacturer of the greiner vacuette brand tubes. Preliminary investigation has observed small bumps on some of the tubes that may be clot accelerating granules that are precipitating and causing non-specific binding. The suspect lots of tubes have been segregated and a preliminary notice is being sent to customers. No problems were identified for any abbott products, the greiner tubes are considered to be the likely cause of the complaint issue. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
On (B)(6) 2015, the following additional discrepant data was provided with no impact to patient management. Cmv igg sid (B)(6) initial 9, repeat 1.1 au/ml cmv igm sid (B)(6) initial 1.4, repeat 0.15 s/co sid (B)(6) initial 1.2, repeat 0.77 s/co sid (B)(6) initial 1.3, repeats 0.64, 0.77, 0.85, 0.75, 0.71 s/co toxoplasmosis igg sid 1590221783 intial 7.0, repeat 0.5 iu/ml. An evaluation is still in process.

Event description:
The customer observed two false reactive results on the architect i2000sr analyzer. The following data was provided: sid (B)(6) initial 3.4, repeat 0.2 iu/ml (assay toxoplasmosis igg) (B)(6) 2015. Sid (B)(6) initial 0.95 s/co, repeat 0.16 s/co (assay cmv igm) (B)(6) 2015. There was no impact to patient management reported. Note: cmv igm list and lot unknown.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
On feb 23, 2015, data for an additional discrepant patient was provided: sid (B)(4) initial 25.5 au/ml, repeat 0.24 au/ml (assay cmv igg; list and lot number unknown). There was no impact to patient management reported. An evaluation is in process.